Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.0/2.5/103 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with rotation. On (B)(6) 2022 the surgeon repositioned the lens but this did not resolve the problem. The surgeon also explanted the lens on (B)(6) 2022 and then replaced with longer length lens later that. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).